Manufacturer narrative:
Batch review performed on 25 apr 2025. Lot 2318211: (B)(4) items manufactured and released on 08-aug-2023. Expiration date: 2028-07-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At 2 months from the primary, the patient came in reporting instability and the cause is unknown. The surgeon upsized the poly (from 14 to 17mm) to give the patient more stability. The surgery was completed successfully.